Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently displayed a battery depletion (bd) code. Boston scientific technical services was contacted for a data review, and it was confirmed that the battery was depleting prematurely. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently displayed a battery depletion (bd) code. Boston scientific technical services was contacted for a data review, and it was confirmed that the battery was depleting prematurely. Replacement was recommended within 90 days. The physician recently surgically explanted and replaced the device to resolve the event. During the procedure, the s-ICD electrode was also surgically explanted and replaced, as the physician determined that the electrode position was suboptimal. No additional adverse patient effects were reported. The explanted s-ICD system was retained by the healthcare facility and is not expected to be returned for analysis.